Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called back to report that after the previous troubleshooting call, the customer received another replace battery now alar. The customer stated they replaced the battery and experienced hypoglycemia shortly after. The customer also reported a power error detected alarm. The customer's blood glucose was 3.6 mmol/l. The caller also reported two occurrences of a replace battery now alarm without a low battery alert prior. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms noted during testing. Replace battery alert while monitoring and pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, severely scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked select button on keypad overlay, cracked case on battery tube area, slightly stained serial number label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.